Event description:
Patient experienced transanal irrigation difficulties after receiving the navina device for bowel management. The device was not working as intended, and patient reported having diarrhea for hours. Patient has stopped using the navina device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 04/16/2026 for report mw5185113 to update the manufacturer and procode. Procode: knt.